Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to a damaged computer/analog board. The root cause for the damaged board could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a montior which was returned to the distributor for investigation into an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) failed a functional test.